Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump alarmed unexpected power loss alarm. The customer¿s blood glucose level was unknown at the time of the incident. Reportedly, the customer did not receive a low battery alert prior to the replace battery now alarm and this is happening second time. The customer received replace battery on (B)(6) 2017, replace battery 1a 10 a on (B)(6) 2017 and replace battery 4a on (B)(6) 2017. The customer called on (B)(6) 2017 about power error detected alarm and that has not happened since he called in to troubleshoot. Troubleshooting did not resolve the issue. The insulin pump will be returned for analysis and replacement will be sent to the customer.

Manufacturer narrative:
Insulin pump was not in manufacture mode. Insulin pump passed the sleep current measurement, active current measurement, and displacement test. Insulin pump trace download analysis confirmed the insulin pump alarmed for power loss. The power management tool confirmed power loss alarm were triggered battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance printed circuit board. After disconnecting and reconnecting the internal battery connector on printed circuit board, the insulin pump was monitored and functioned properly. No replace battery now alarms noted during testing. Insulin pump was received with scratched case, pillowing keypad overlay, and a minor scratched lcd window.